Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation: observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d6b, dd9, h3, h6.